Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that left ventricular (lv) lead failed to capture. A chest x-ray determined the lv lead was dislodged. The patient was asymptomatic. The lv lead was explanted and replaced. The patient was stable throughout the procedure.